Manufacturer narrative:
(B)(4). Method: the complaint mr290v humidification chamber was returned to fisher & paykel healthcare in (B)(4) for investigation. The chamber was visually inspected and connected to a water source and flow source to check for the location of the reported leak. Results: a minor horizontal crack line was found near the hinge bracket area. The chamber did not leak when connected to the water source with no flow. However, when flow was connected, the chamber started to leak at the observed crack. Conclusion: the reported leak was caused by a crack in the chamber dome. From the information provided by the customer and our investigation, we are unable to determine the cause of the crack. Every mr290 chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks, and other causes. In addition, the pressure test is followed by a visual inspection of each chamber. Any chamber which fails either of these tests is rejected. The chamber would have met the required specification at the time of production. It is known that certain types of therapies can result in chamber back-pressures in excess of 8 kpa, which may affect the integrity of the chamber. Our user instructions that accompany the mr290v vented autofeed humidification chamber state the following: - "do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers." - "set appropriate ventilator alarms." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." - "maximum operating pressure: 8 kpa.".

Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel healthcare (f&p) field representative that an mr290v vented autofeed humidification chamber had a leak from an unknown location when filled with water. There was no reported patient consequence.